Event description:
It was reported that balloon rupture, detachment and removal difficulties were encountered. The patient was being treated for venous compression. The 50% or greater stenosed target lesion was located in the non-tortuous and non-calcified left common iliac artery. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced to post-dilate the fully deployed 20 x 80 x 75cm venous wallstent. However, during the second inflation at 5 atmospheres for 10 seconds, the balloon ruptured due to contact with the wallstent struts. Difficulty removing the balloon through the sheath were encountered. Eventually, a non-bsc device was used to snare in order to retrieve and removed successfully the excess balloon that lodged in the popliteal vein of the patient. The procedure was completed successfully. It was noted that patient might developed a hematoma. The patient condition was good post-procedure and fully recovered.